Event description:
It was reported that the physician was doing an independent study of pulse generators and magnetic resonance imaging (MRI). The device was programmed to a non pacing mode prior to MRI. Post MRI when programmed to a pacing mode, the rate showed question marks and an atrial high rate episode was noted during the scan. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.